Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset procedure, after which the cgm error did not reappear, and the caller successfully initiated their sensor session.